Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being admitted at the emergency room due to high blood glucose of 380 mg/dl. The customer stated that the insulin pump alarmed button error, and attempted to assist in clearing the alarm with no results. Advised the customer that a replacement of the insulin pump will be sent. No further info was provided.